Manufacturer narrative:
(B)(6). Study source: (B)(4) clinical trial evaluating bronchial thermoplasty in severe persistent asthma (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of (B)(4) clinical study. This complaint is being reported based on an event of pneumonia requiring treatment with antibiotics. On (B)(6) 2012, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe. The procedure was completed successfully with no issues noted. On (B)(6) 2012, the patient experienced a cough. The cough resolved on (B)(6) 2012 with no medical intervention. On (B)(6) 2012, the patient experienced symptoms of gastrooesophageal reflux disease (gerd). The gerd symptoms were treated with pantoprazole (pantoloc) 40mg from (B)(6) 2012 to (B)(6) 2012. The gerd was resolved on (B)(6) 2012. The patient did not report a history of gerd and was not previously taking pantoloc. On (B)(6) 2012, the patient experienced a spiked fever of 39.5c, cough, and white phlegm. The patient presented to the ER on (B)(6) 2012. A chest x-ray confirmed pneumonia. The patient visited the ER again on (B)(6) 2012. On both ER visits, the patient was not admitted to the hospital, but received medication. The pneumonia was treated with the following medications: salbutamol (ventolin) 2.5mg (q2h) inh; start date: (B)(6) 2012, stop date: (B)(6) 2012. Ipratropium (atrovent) 500mcg (q4h) inh; start date: (B)(6) 2012, stop date: (B)(6) 2012. (B)(6) 40mg (q4h) IV; start date: (B)(6) 2012, stop date: (B)(6) 2012. Azithromycin 500mg stat IV; start date: (B)(6) 2012, stop date: (B)(6) 2012. Azithromycin 250mg qd, 250mg po; start date: (B)(6) 2012, stop date: (B)(6) 2012. Prednisone 50mg, tapering dose, decrease dose 10 mg every 2 days, po; start date: (B)(6), stop date: ongoing. The event of pneumonia has resolved since (B)(6) 2012. The patient is "all is back to normal." Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 2.84, fev1 % predicted: 82.80, fvc: 3.92, fvc % predicted: 90.53. Post-bronchodilator: fev1: 3.08, fev1 % predicted: 89.80, fvc: 4.16, fvc % predicted: 96.07.